Event description:
Surgeon performed a hardware removal of a femur left 8 hole distal plate and 13 screws: patient wanted the hardware out because of irritation. Patient was healed, surgeon removed the hardware on (B)(6) 2012. Patient was not revised to any new hardware and the procedure was completed successfully. It was noted there was no harm to the patient. This is 10 of 14 reports.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.